Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness, seizure, hyperglycemia and was unable to self-treat. The customer reportedly received glucagon injection by a third party. It was additionally reported that a healthcare professional (hcp) came to the customer home. Upon arrival, the hcp administered a glucagon via injection and the customer regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness, seizure, hyperglycemia and was unable to self-treat. The customer reportedly received glucagon injection by a third party. It was additionally reported that a healthcare professional (hcp) came to the customer home. Upon arrival, the hcp administered a glucagon via injection and the customer regained consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using masterm. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and signal loss alarms were not observed when the rssi signal was low or not present. Functionality test would be required. An extended investigation has been performed on the returned reader. Visual inspection performed on the returned reader and no issue was observed. Returned reader was activated with known good sensor to receive ble (bluetooth) packets. Reader was connected to masterm and ble packets were received. Therefore, this issue is not confirmed. D4 (unique identifier(UDI)) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.